Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-03374. Reference MFR. Report#: 1627487-2019-03375. Reference MFR. Report#: 1627487-2019-03376. Reference MFR. Report#: 1627487-2019-03378. It was reported the patient underwent surgical intervention on (B)(6) 2019 wherein the drg system was removed reason unknown.

Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-03374; reference MFR. Report#: 1627487-2019-03375; reference MFR. Report#: 1627487-2019-03376; reference MFR. Report#: 1627487-2019-03378.